Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Vanguard femoral component catalogue# 183012 lot# unknown. Vanguard bearing catalogue# 189104 lot# unknown. Biomet tibial tray catalogue# unknown lot# unknown. Biomet patella catalogue# unknown lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06533, 0001825034-2018-06535, 0001825034-2018-06536, 0001825034-2018-06538.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have oxygen therapy for low saturation and radiograph demonstrating mild congestive heart failure four days post-op.